Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was black. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following: during testing, the pump was not able to be powered on. The pump case was removed and moisture was found inside the pump. The complaint that the display screen was blank was not able to be adequately investigated due to the pump not powering on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).